Manufacturer narrative:
A ge service representative performed an over the phone investigation. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported at there was a communication failure error message disabling x-ray. This error was recovered by a system reboot. There is no report of a pt injury or death associated with this event.